Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the pump not being in a desirable location. There were no device malfunctions caused by the pump position but the patient would leak when he sat on the component. During the procedure the tubing from the pump was shortened. The patient was good following the procedure.